Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Date of event is month/year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one month post implant of this bioprosthetic mitral valve, the patient had a stroke and was receiving care in the intensive care unit. The cause of the stroke was not reported. No interventions or additional adverse patient effects were reported.